Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer has an issue with gauze sponges. The customer reports receiving 9 gauze inside the kit, instead of 10.

Manufacturer narrative:
Submit date: (B)(6) 2016. A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. As part of the kit, product code sa3076b includes the gauze part number 633554. This gauze is not manufactured at the same facility as the assembled product. During the receiving inspection, there were no issues found regarding the count of the gauze. Additionally, a certificate of analysis is provided by the vendor to ensure that the product meets the required specification. During the manufacturing process where the kit is assembled; according to the procedure visual aid va-sa3076b the gauzes should be counted before being placed into the kit; this it is a requirement since the material received from the supplier consists of (B)(4) pieces per banded product and (B)(4) pieces per paper bag. During the assembly process there is not a condition that could affect the product in the reported way. As result of the investigation the most probable root cause was identified as during the receipt and assembly process, the quantity of gauze is not confirmed before the (B)(4) gauze pads are banded and placed into the kit. Immediate containment for this complaint was to notify the personnel involved in the process to heighten awareness of the condition as reported on this complaint. The raw material was removed from the ship to stock program and will now be subjected to inspection. A quality alert was posted in incoming inspection area, manufacturing line and qa laboratory. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.